Event description:
It was reported that this pacemaker device and non-boston scientific lead, exhibited high, out of range pacing impedance of 2,004 ohms, and over-sensed noise on the right atrial channel. A download of the device's diagnostic data was submitted to technical services (ts) for review. Ts advised the noise appears right after the lead safety switch, and could be myopotential in origin. Ts recommended lead integrity testing, x-ray imaging and programming options. The device remains implanted. No adverse patient effects were reported.